Event description:
The site reported that a light adjustable lens (lal) has been explanted due to the patient having a more myopic than desired outcome. The lens was explanted on (B)(6) 2022. Rxsight's first awareness of the event was (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. On lock-in #1 visit ((B)(6) 2022), ucva was 20/25, bcva was 20/20, mr was -0.75+0.25x015. The last known measurements prior to explant, on (B)(6) 2022, were ucva 20/25, bcva 20/25+2, mr -1.50+0.75x003. The site reported that the patient wanted her vision back to prior to lock-in. The surgeon opted to explant the lens on (B)(6) 2022. The lens was explanted and another lal was implanted without complication. After the explant, on (B)(6) 2022, ucva was 20/25+1, bcva was 20/20-2, ar was 0.00+1.50x161. The explanted lens (sn: (B)(4)) is in the process of being returned to rxsight. Manufacturer reference #: (B)(4).